Manufacturer narrative:
.

Event description:
It was initially reported that the physician's handheld would not run off a battery. A company representative went to the office to evaluate the issue. Troubleshooting was unable to resolve the issue. I appeared that the handheld was charging but once it was unplugged it would not remain on. All the connections were secure and there were no issues with the handheld when used while plugged in. The handheld is stored at room temperature in the physician's office with no reported mishandling. The handheld, flashcard and wand were return to the manufacturer for evaluation. Product analysis is planned but has not been completed to date.

Event description:
Additional information was received that product analysis was completed on the wand, handheld and flashcard. No visual or mechanical anomaly was identified with the wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.